Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: during the procedure. The following event was noted during literature review: a patient developed a stroke during balloon dilatation for a carotid artery stenting procedure. Post-procedural cranial CT showed a parietal lobe infarction. The complication was defined as a major stroke on the basis of the increase in the nihss score. Reportedly, the patient's neurological status remained stable during the follow up period. Though requested, no additional information was available

Manufacturer narrative:
Attachment: nikolas saratzis, et al. Carotid artery stent placement with embolic protection: single-center experience. J vasc interv radiol 2007; 18:337-342. The device is not returning. The lot number was not identified; therefore, a device history record review could not be performed. (See scanned pages).